Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted on (B)(6) 2023 and an additional report of fracture was received. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on the ra and rv channel can be observed on hmsc recordings. The rv noise has caused inappropriate vf detections on (B)(6) 2023. A this time, no inappropriate therapy has been delivered; all shocks have been aborted. Lead trends are stable and within normal range. Patient will be brought in for a full lead evaluation. Lead remains implanted. Should additional information be received, this file will be updated.